Manufacturer narrative:
(B)(4). Additional note: three pull off intra-op events were submitted via 2210968-2021-02679,2210968-2021-02763 and 2210968-2021-02764. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, it was reported to the distributor by the customer that, "in the past two months clinic reports needle has come right off the new pack of suture when the doctors first start using it. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code y463g was received for evaluation the swage and attachment area was noted to be as expected, marks by the surgical instrument were noted and the swage area however is crushed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmlat /y463g50, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and following was obtained: it was reported that "in the past two months clinic reports needle has come right off the new pack of suture when the doctors first start using it. Reported that this has occurred four times with this lot number." Did the 4 cases of needle pull off from suture occurred during the same procedure or different procedures? Different procedures. If, different procedures: please provide names and dates of the procedures? Unknown. Were these previously reported to ethicon? If yes, can you provide a product complaint number. No. If not previously reported, please provide the following information for each procedure: what was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? - one happened during removal from package, the others happened just starting to suture through tissue or had only gotten 3-4 sutures in. Product code (y463g or other)? Y463g, lot number (qkmlat or other)? Believe same lot # qkmlat. Quantity involved in each procedure? 1 each of these procedures. Note: three additional files will be created for other three procedures: file # 2 - 1 pull off suture needle (intra-op). File #3 - 1 pull off suture needle ( intra-op). File # 4 ¿ 1 pull off suture needle pre-op.

Event description:
It was reported by vet that an animal underwent an animal procedure on unknown date in the past two months and the suture was used. During the surgery, when suturing had been just started through tissue or had only gotten 3-4 sutures in, the needle has come right off the suture; pull off occurred.